Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touchscreen was unresponsive. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was confirmed, and was attributed to a pinched stylus cable. The keyboard was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.